Event description:
Information received from the field notes that during an office check, the device could not be interrogated and magnet application showed no evidence of pacing. The patient was in sinus rhythm. The physician elected to not intervene at this time, since the patient is doing fine without the use of the pacemaker.